Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture was not returned with the device, the reported information that the suture did not capture the artery during needle plunger deployment and the suture was pulled out of the anatomy during suture harvesting could not be confirmed. Inspection of the returned device indicated that the anterior cuff successfully captured its needle, but the link attached to the anterior cuff was cut. Based on the analysis of the returned device, the reported information that the suture did not capture the artery during needle plunger deployment and the suture was pulled out of the anatomy during suture harvesting could not be confirmed and a probable cause could not be identified. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no similar suture pulled out of the artery or that exhibited the link, instead of the suture distal to the link, being cut incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified and moderately tortuous right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, during suture harvesting the suture came out of the anatomy; the suture did not capture the artery. A second proglide device was used and reportedly, the suture would not stay in the suture trimmer. After several attempts to load the suture trimmer the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: the needle did not capture the artery during plunger deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.